Event description:
During pacemaker implantation, atrial and ventricular pacing at 95 min-1 was observed during pocket suture; such a behavior corresponded to magnet response. However, no magnet was applied at that time and there was also no application of electric cautery and fluoroscopy when this behavior was observed. An explanation was requested.

Manufacturer narrative:
January 11, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). The physician later confirmed that he used standard clamp made of stainless steel during the implantation procedure; if they were magnetized, they could have forced the device to switch to magnet operation. Because the magnet operation was observed while using some tools, the observation more likely resulted from use of these tools. The device operated within specifications. No further actions are needed.